Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 7

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced events of leakage at site of with seven infusion sets on 18-jun-2024. Infusion set was used for 1 day. Patient's blood glucose levels were 28 mmol/l. The patient replaced infusion set and resumed insulin. No further information was available.